Manufacturer narrative:
In speaking with the olympus technical assistance center (tac), the video clinical specialist reported on behalf of the customer that the touchscreen went blank. The customer was advised to try a restart and if the issue continues send it in for repair. The video clinical specialist declined to initiate a return material authorization and stated that he would discuss it with the customer. The customer was reportedly able to resolve the issue. As such, the device is not expected to be returned to olympus for evaluation. The investigation is ongoing. Three follow-up attempts with the user facility were made for additional information, but no response was provided. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus video clinical specialist reported (on behalf of the customer) that the visera elite ii video system center touchscreen went blank, and there was a message to contact olympus. There was no patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to e2 and e3 of the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the phenomenon was not duplicated during evaluation because the subject device was not returned. It was reported that the issue was resolved by the customer. Olympus will continue to monitor field performance for this device.